Event description:
An attempt was made to use a complete se self-expanding peripheral stent to treat a patient. However, it was reported that the stent did not deploy properly. It was reported that, although the exact size is unknown, it appeared narrowed down to 2 sizes. No patient complication was reported.

Event description:
Evaluation summary: the stent was not present on the device. The shaft was kinked immediately distal to the strain relief. The proximal end of the distal tip was damaged.

Manufacturer narrative:
(B)(4): evaluation, results: related to operational context (root cause of the event is most likely related to the use of the device during the procedure). Evaluation, conclusion: operational context contributed to event (root cause of the event is most likely related to the use of the device during the procedure).

Manufacturer narrative:
Results: based on the information provided no root cause can be determined. (B)(4).